Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect(s) of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, 80% stenosed, de novo lesion in the proximal-left anterior descending coronary artery (plad). Pre-dilatation was completed with an unspecified 3.0x8mm balloon, after which a 3.5x28mm xience alpine drug eluting stent (des) was implanted at the target lesion. While removing the device, imaging revealed a distal end dissection. A 3.0x8mm des was used to cover the dissection with timi iii flow and no residual stenosis to successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.